Event description:
Boston scientific has been aware of the following event during an ivus imaging of an lad: the galaxy I system locked up during the case while th atlantis sr pro catheter was in the lesion. The system was rebooted to recover from this lock up. During the course of the system reboot the atlantis catheter was removed. During removal of the catheter, the attending physician (s) notices that the pt's eg was erratic. The pt expired due to various dissections from the left main to the lad.